Event description:
Follow-up identified the patient failed to recharge their scs system causing the ipg to become inoperable.

Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced with a new device which resolved the issue.